Event description:
This 35 year old patient in 1974 had bilateral breast augmentation with silicone gel implants. The patient had problems with burning in the chest wall and contractures. She also has symptoms of joint pain and fatigue. A periprosthetic capsulectomy with removal of the implants was performed. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.